Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14070. It was reported that the patient had their implantable cardioverter defibrillator (ICD) and ventricular lead explanted due to an infection and endocarditis. The patient was stable throughout.

Manufacturer narrative:
The reported field event of device cause infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.